Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient's garments were rubbing into their skin, causing an open, raw, and indenting irritation. The patient's doctor advised the patient to use an ointment. The patient was also given larger garments. Follow-up indicated that the irritation had improved.